Manufacturer narrative:
The complaint device was not returned. One potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitor's mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions-fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.022%.

Event description:
A hosp reported that the cushion on the rt040m mask came off and the nurse put the mask back on the pt without the cushion. The pt had the plastic shell of the mask pushed onto their face trying to maintain the seal.